Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer' mother reported via phone call that the daughter was at urgent care due to low blood glucose. The customer's blood glucose was 22 mg/dl. The troubleshooting was not performed for low blood glucose. The product was returned for analysis.